Event description:
It was reported that the customer's insulin pump alarmed no delivery. This displacement test was performed and the test failed twice. It was stated that the device rewind properly, but when the customer pressed the activate button, the alarm occurred and the piston of the insulin pump stops. No further info was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Unable to confirm excessive no delivery alarm due to motor error alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.